Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2010-01072. The patient received her scs system including an ipg and two paddle leads on (B) (6) 2005. It was reported that the leads had migrated and the patient was no longer feeling any stimulation. The physician explanted the system on (B) (6) 2008 and replaced the two leads with a new paddle lead. The explanted devices were returned for evaluation. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Device 1 of 2. Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Both leads have lead segments that exhibit damage from twisting, twirling and/or kinking. One lead has all wires broken in the paddle and continuity testing fails. The other lead shows overstress for one of the channels but passes continuity testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.